Event description:
It was reported that far r wave oversensing was observed via review of merlin transmissions. The patient was reported to be asymptomatic. Programming changes were discussed.

Event description:
Additional information added to initial MDR: inappropriate automatic mode switch episodes due to far r wave oversensing were also noted.